Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone he had a high blood glucose level. The blood glucose level was 600mg/dl. He was hospitalized due to high blood glucose level. Abdominal pain, headache, vomiting was occurred . Customer was declined to check for possible site/insulin issues. The insulin pump will be returned for analysis.